Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device would not "attach a long attachment properly." The device was being used during surgery. There were no injuries or medical intervention reported. There was no additional info provided.